Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that the 5mm x 21mm embotrap ii revascularization device (et007521 / 19m009av) could not be advanced in the concomitant prowler select plus microcatheter (606s255fx / 30289571). The microcatheter was kinked at the tip. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is available at a later date and the product is returned, the file will be updated accordingly. The complaint device was returned for evaluation. It was received on 18 february 2021. The investigation commenced on 18 february 2021. The investigational finding is documented below. Investigation summary: the visual inspection of the returned embotrap ii device, under magnification, indicated a misalignment of inner channel with the direction of the outer cage and proximal coil, a slight curvature of the stent like assembly and the protrusion of inner channel through the outer cage. There was no evidence of other deformation or damage. There were no strut fractures on any components. The visual examination of distal and the proximal coils indicated coil offset of the proximal coil immediately proximal to the proximal joint bond which may indicate pushing the device against resistance. The distal coil was intact. The visual inspection also indicated that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap ii device, loaded into the insertion tool, was attempted to be inserted into a sample headway21 microcatheter to confirm the reported complaint event. The insertion tool was fully seated in the microcatheter hub i.e. Approximately 1mm from the microcatheter lumen, and the embotrap ii device was advanced forward from the insertion tool. The advancement of the returned embotrap ii device into the headway21 was successful without noted resistance. The reported event was not confirmed. A sample of embotrap ii device (5 x 21mm) was then taken and advanced into a sample headway 21 microcatheter with the insertion tool fully seated in the microcatheter hub and with various levels of inadequate seating (i.e. Varying the distance between the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft). It was confirmed that advancement was unsuccessful at a gap between the insertion tool and microcatheter lumen of greater than 15mm, i.e. Incorrectly seated. A recreation of the similar deformation was attempted using a sample embotrap ii device (5 x 21mm) and the same headway 21 with the gap between the distal end of insertion tool and the proximal lumen of microcatheter was approximately 15mm to confirm if inadequate seating of insertion tool can create the similar deformation noted on the returned embotrap ii device. As a result, it was confirmed that the deformation recreated by the simulated inadequate seating (i.e. The curvature of the stent like assembly and several coil offsets on the proximal coil) is consistent with the returned embotrap ii device. A review of the manufacturing documentation associated with this lot (19m009av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap ii device exhibits key characteristic which is consistent with advancement of the device against resistance. A visual inspection of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation. The most probable causes of the failure to advance through the microcatheter are concluded to be either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device resulting in pre-deployment of the device in the microcatheter hub. A failure to maintain the insertion tool in a fully seated position whilst advancing the device, resulting in pre-deployment of the device in the microcatheter hub. (This can occur if the rotating hemostasis valve (rhv) seal was not fully tightened or there was defect with the rhv seal thereby allowing some movement of the insertion tool in the rhv during device delivery.) A microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. A localized, temporary constriction in the proximal end of the microcatheter that prevented delivery of the return embotrap ii device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). There is no indication that this complaint was as a result of a defect with the embotrap ii devices. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 5mm x 21mm embotrap ii revascularization device (et007521 / 19m009av) could not be advanced in the concomitant prowler select plus microcatheter (606s255fx / 30289571). The microcatheter was kinked at the tip. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is available at a later date and the product is returned, the file will be updated accordingly. The complaint device was returned for evaluation. Under magnification, the embotrap ii device, there was misalignment of the inner channel and slight curvature to the cage assembly. Based on the product analysis on 18 february 2021, this event has been deemed MDR reportable as a ¿malfunction.¿